Manufacturer narrative:
Device evaluated by manufacturer: impedance inspection revealed that an electrical failure at the distal end of the catheter was identified. X-ray analysis found that a broken coax cable approximately at 0-10cm. The electrical failure was caused due to a breakage of the coaxial cable. The breakage of the coaxial cable indicates that there is no longer a connection between the system and the transducer. Microscopic inspection revealed a hole in the imaging window. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. Functional inspection revealed that the device was not able to flush normally due to the imaging window has a leak and residues on the distal end. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16sep2021. It was reported that the catheter had difficulty to flush and image lost. An opticross hd imaging catheter was selected for critical left main percutaneous coronary intervention (pci) procedure. The opticross was prepared and was advanced, but the image was very dark, so the physician pulled out the catheter out and performed another flush. The image was very dark outside of the patient. After troubleshooting, it was notice the catheter had a spray-like flush, as if the catheter was damaged at its distal part. It was impossible to have a proper flush of the catheter as air was always coming back in it. The physician managed to perform the pci, without any other incident. There were no patient complications reported. However, device analysis revealed a hole in the imaging window.